Event description:
The report stated that during a laparoscopic colon procedure, incomplete sealing occurred even though an end tone, indicating a completed sealing cycle, was heard. Oozing under 200cc occurred. Another device was used to complete the procedure. No tissue was damaged.

Manufacturer narrative:
Date of initial report: 10/22/2008. To date, the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.